Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report.

Event description:
It was reported that when the health care professional (hcp) attempted to interrogate this implantable cardioverter defibrillator (ICD), a code 1003 indicative of battery voltage too low for the projected remaining capacity, was recorded. The device was unable to be interrogated. A generator changeout procedure was scheduled. No adverse patient effects were reported. At this time, this device remains in service. Received additional information the device has been returned for analysis. No additional adverse patient effects were reported this is all the information provided, and additional information has been requested.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable product data has been included in this report. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Review of the device memory indicated that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected. And it was confirmed it was too low to support device functions a series of automated electrical/functional tests were conducted and it was confirmed that the device had no telemetry and no pacing output. The titanium case was opened and the battery was removed so that an external power supply could be connected to the device for further analysis. A higher than normal current drain was observed. Electrical testing isolated the high current condition to a low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The issue with these capacitors resulted in a high current drain, which was depleting this device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that when the health care professional (hcp) attempted to interrogate this implantable cardioverter defibrillator (ICD), a code 1003 indicative of battery voltage too low for the projected remaining capacity, was recorded. The device was unable to be interrogated. A generator changeout procedure was scheduled. No adverse patient effects were reported. At this time, this device remains in service. Received additional information the device has been returned for analysis. This is all the information provided, and additional information has been requested.

Event description:
It was reported that when the health care professional (hcp) attempted to interrogate this implantable cardioverter defibrillator (ICD), a code 1003 indicative of battery voltage too low for the projected remaining capacity, was recorded. The device was unable to be interrogated. A generator changeout procedure was scheduled. No adverse patient effects were reported. At this time, this device remains in service.